Event description:
It was reported by dealer that the left motor gearbox seal came out causing it to leak grease. Dealer advised noticed this when working on chair. Dealer could not provide any further information.